Event description:
Visitor obsered "sparks" coming from under the bed in the patient's room. Staff immediately unplugged the device from the power source and notified biomedical engineer (bme). The patient was transferred to another bed and the device was impounded and removed to the ground floor by bme.no patient injury occurred, nor was clinical intervention required.